Event description:
It was reported that the patient was in physical therapy for a four pain level caused by numbness and the patient also reported drop foot.

Event description:
It was reported that the patient was in physical therapy for a four pain level caused by numbness and the patient also reported drop foot.